Manufacturer narrative:
Additional data: device evaluation: lens was returned in liquid, in lens vial. Visual inspection found the optic and the haptic torn. Claim# (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a cc4204a, +21.0 diopter, intraocular lens, ripped during implant. The lens was implanted, removed and replaced within the same surgery. The surgeon enlarged and suture the incision. Patient is doing well. Cause of event is unknown. A staar delivery system was used; model and lot numbers are not available. Another same model lens was implanted with no problem. The reporter was unable to provide additional information.